Event description:
The account stated that the cell-dyn 1700 analyzer's pre-mix cup was not draining properly. A nurse on site decided to aspirate the fluid from the pre-mix cup. As a result, the nurse's left hand was stuck with the needle. The pre-mix cup contained diluent and possible residual qc material. There were no patient samples run on analyzer since (B)(6), 2009. The nurse was encouraged to seek medical attention but declined. There was no treatment sought or given.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: personal injury. The customer reported that prior to the needle stick issue quality controls (qc) were run on the cell-dyn 1700 instrument several times. The premix cup contained diluent and possible residual qc material, as it was not properly draining. The customer did not plan on seeking medical attention. The cell-dyn 1700 system operators manual, list number 03h58-01, revision f, under section 8, hazards, general biosafety warning, page 8-1, indicates the following: warning: potential biohazard. Consider all specimens and reagents, controls, calibrators, etc. That contain human blood or serum as potentially infectious. Use established safe laboratory working procedures when handling these samples. Wear gloves, lab coats, and safety glasses, and follow other biosafety practices as specified in the osha bloodborne pathogen rule (29 cfr part 1910.1030) or other equivalent biosafety procedures. Based on the investigation, no product issue was identified for the cell-dyn 1700 instrument related to the reported issue.